Event description:
Additional information received 12/2/2021. FDA safety report ID # (B)(4).

Event description:
Additional information received for mw5105360 on 12/03/2021. FDA safety report ID # (B)(4).

Event description:
I received a false positive covid result from (B)(6) location. Testing kit number (B)(4). FDA safety report ID# (B)(4).